Event description:
Report stated "repeated complaints from different hospitals". 12/12/2021-per follow-up response"faulty vacuum building mechanism and increased cases of cephalohematoma." 1216677-2021-00296 mityone mushroom cup 10067 e-complaint: (B)(4).

Manufacturer narrative:
Investigation: x-no sample returned x-review DHR. Analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 09/18/2020 under wo #(B)(4). Manufacturing record review: DHR 290010 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: not applicable. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was not returned. Visual evaluation: evaluation of the complaint unit could not be completed as it has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint unit could not be completed as the complaint unit has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: a root cause is not determinable. Was the complaint confirmed? No. Correction and/or corrective action: all units from this lot number have been shipped and no longer available in fg. No applicable corrective actions as no root cause has been determined. A review of the process confirms each unit's gauge is checked. Also, each cup is bent over where the stem meets, verifying no separation occurs. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. Was the complaint confirmed? No.

Event description:
Report stated "repeated complaints from different hospitals". 12/12/2021-per follow-up response"faulty vacuum building mechanism and increased cases of cephalohematoma." Mityone mushroom cup 10067 e-complaint - (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.